Manufacturer narrative:
The crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a procedure on their left ventricular assist device. The procedure was performed without the crt-d being programmed to monitor only. During the procedure, external defibrillation was provided. When the crt-d was later interrogated, an alert was displayed indicating that the device detected high voltage when the capacitors were charging. A review of the memory found episodes recorded with two diverted shocks after the external defibrillation was administered to the patient. An automatic capacitor reformation was performed and successfully completed within 9.0 seconds. No other issues were found and it appeared that the crt-d was functioning normally. A memory download was performed and sent to boston scientific engineering for review. Engineering analysis confirmed that there were many recorded events that occurred on the day of the procedure. Two alerts were found: one was declared due to exposure to electrocautery; the second was declared after the crt-d detected high voltage on the leads when the capacitor was charging. It was determined that the crt-d was operating normally in response to the external events that occurred during the procedure. It was also confirmed that the crt-d was operating normally during all diagnostic testing and automatic capacitor reformation that occurred the next day. No adverse patient effects were reported.